Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump had an open book / critical pump error after battery installation. Constant critical pump error alarm due to moisture damage on the electronic assembly. The insulin pump was also received with cracked case(battery tube) and cracked battery tube threads.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level unknown. It was reported that the battery compartment was cracked. The troubleshooting was not performed. The insulin pump will be returned for analysis.